Event description:
During an unspecified procedure, the suture broke. The surgeon applied another product. No pt injury was reported.

Manufacturer narrative:
9/3/1998-supplemental report #1 sent to FDA.